Event description:
The advocate stated the customer tested his blood glucose and received readings of 411, 373 and 500 mg/dl using his contour meter. He retested his glucose using another meter and received readings of 110-150 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation. Replacement test strips were sent to the customer.